Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that the cartridge moved on the pump with each movement of the motor. Reportedly, the customer heard a clicking noise coming from the plastic of the cartridge each time a bolus was delivered. Blood glucose (bg) was over 600 mg/dl. Reportedly, the customer's co-worker had to help the customer get to a place where the customer could relax. Customer addressed bg with bolus via a manual injection. The infusion set was changed and insulin delivery was resumed.